Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon had observed sparking coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. Two burn injuries were noticed to the patient's small bowel. The case was paused, the instrument was removed and the tip cover accessory was replaced. A colorectal surgeon was called to repair the patient's injury. No further information provided by site.